Manufacturer narrative:
It is unknown if a sample is available for evaluation. If a sample is returned, a supplemental report will be submitted upon completion of the investigation. Pir # (B)(4).

Event description:
It was reported that while using a bd micro-fine insulin pen needle for an insulin injection, the consumer had the needle break off in his/her injection site. The consumer went to an urgent care facility where a small surgery was performed and the broken needle was removed.